Event description:
The customer alleged that she performed a control test and received a result of 348 mg/dl. She did not have any of her testing supplies with her at the time of the call. The normal control range should be around 100-140 mg/dl. No adverse events were alleged. The customer was to call back to finish troubleshooting once she had her testing supplies. No product will be returned at this time.